Manufacturer narrative:
(B)(4). Concomitant medical products- shell porous with cluster holes 52 mm/ pn 00620005222/ ln 63403027, unknown stem, unknown head. Complaint sample was evaluated and the reported event was confirmed. As returned, the locking ring of the shell was deformed and pressed down into the shell causing damage (witness mark). The liner was returned with damage to the outer spherical feature, lock ring groove, and rim feature. The polar boss showed a witness mark indicating misalignment during attempts to install. Damage was too severe for an accurate dimensional analysis. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip procedure the liner would not seat. There were several attempts to remove and replace the same liner. Surgeon checked to make sure that there was no tissue in the way. After several attempts, a new liner was impacted and locked into place without problems.